Event description:
It was reported that during an implantation procedure the surgeon had prepared the pump, filled the pump with baclofen 40 ml following the normal procedure with no problems. After having placed the pump in the pump pocket, a critical alarm was heard. The programming was checked without any wrong findings. The pump was not used and instead a new pump was then prepared and connected to the catheter, implanted with no problems and was working totally normal. There was "no patient harm during implant."

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).